Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be returned for evaluation. The patient may suffer from asd after a fixation surgery due to several clinical reasons, despite use of implants that are fully functional; however, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported there was a revision to remove and replace creo screws due to patient having adjacent segment disease (asd). This event occurred in japan.